Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doi: (B)(6) 2020; adverse event date: (B)(6) 2020. Device loosening. Event is serious. Event was related to the attune cementless psrp. Revision was conducted and adverse event resolved on (B)(6) 2021(dor ¿ unknown). This complaint is related to (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, b5, d4 (catalog, UDI), d6b, e1 (facility name), g4 PMA/ 510(k) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Affected side involved left. A. Was revision surgery done: yes. B. Was there a surgical delay because of this event? If yes, what is the duration of the delay? No. E. Please confirm if the cement was manufactured by depuy? If yes, please provide the part and lot numbers and quantity of the cement. Yes used for patella only c. Was instability related to polyethylene wear? No d. Was there any reported malposition of components that led to the instability? No e. Were any components undersized on the primary surgery that led to the instability ?no f. Was the femur or tibia excessively resected/joint line raised during the primary surgery that led to the instability. No subjects relevant comorbidities date of implantation date of revision operative side age (at the time of procedure) bmi activity level 54 (B)(6) 2020 (B)(6) 2021 left 74 27.6

Event description:
Operative notes indicated the following: on (B)(6) 2020 the patient had a left total knee replacement to address a left knee osteoarthritis. Depuy cement was used during this procedure. (B)(6) 2020 the patient had a left knee manipulation to address arthrofibrosis, decreased rom issues, pain, with moderate swelling. (B)(6) 2020 radiographs showed no evidence of any periprosthetic fractures or injury post manipulation. Patient feels her knee is ¿tilted¿ the wrong way. (B)(6) 2020 medical records notes patient sustained a fibular head fracture sometime after manipulation. Patient also reports pain. (B)(6) 2021 patient had a left knee explant of the tibia, revision total knee to address mechanical loosening. The femoral component and patella was noted to be well fixed. Patient did have flexion contracture. The poly was removed. Significant mount of spurs were removed that had overgrown around the tibia.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.